Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned but would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 1st and 2nd distal teeth while moving in a cw direction which resulted in the observed break. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the a new blade broke off in the nasopharynx of the patient during a sinus surgery. There was a 10 minute delay in the procedure and a back up device was used. There was no patient impact although the surgeon did have to retrieve broken piece.